Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) is not calibrating and keeps alarming. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the issue. Unit checkout and passed all functional and safety testes. The equipment works to manufacture¿s specs.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is not calibrating and keeps alarming. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).